Event description:
It was reported that during a coronary stenting procedure, stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 4.5x10mm de novo target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). Following pre-dilation with a 3.0x12mm unspecified balloon, a 12 x 4.50mm taxus liberté drug-eluting stent was selected and advanced to treat the target lesion. Before the stent could reach the lesion, the physician noted that the stent got deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found that the stent was damaged along its length. The stent struts on the proximal rows were misaligned and those on the distal rows were lifted. There were slight kinks at several locations along the mid-shaft and hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting procedure, stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 4.5x10mm de novo target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). Following pre-dilation with a 3.0x12mm unspecified balloon, a 12 x 4.50mm taxus liberte drug-eluting stent was selected and advanced to treat the target lesion. Before the stent could reach the lesion, the physician noted that the stent got deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.